Event description:
I used fixodent from approx 2002 until 2009. I have numbness and tingling in hands, feet and legs. I have been put on med called neurontin 300 mg which helps very little. Dose or amount: denture cream, frequency: 2 or 3 times day, route: oral. Dates of use: 2002 - until 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.